Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is fully intact. The up key requires excessive force to respond. The contrast,down and ok keys are fully responsive to user presses. Removed the keypad cover; contamination was found under the up, down and ok key contacts. The battery compartment is cracked near the case seal; the returned battery cap was able to fully attach to the pump and was used to complete all testing. The display screen has a dim/pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.